Event description:
It was reported to that a physician performed a myosure for uterine tissue removal procedure "about a month ago and the pt present with a fever". Antibiotics were prescribed and the pt is fine. On (B)(6) 2013, it was reported the pt had a "mild infection" and was not admitted to the hospital. On (B)(6) 2013, it was reported that the myosure procedure was performed on (B)(6) 2013. The following day the pt was experiencing pain (intervention unk). On (B)(6) 2013, the pt was prescribed ciprofloxacin (cipro). The pt returned to the office on (B)(6) 2013 exhibiting signs of dehydration. A urine culture was performed and came back with a "normal result" and there was "no tenderness on exam". The physician "encouraged hydration" and the pt went home. Three days later ((B)(6) 2013) the "pt's pain is better". On (B)(6) 2013, the "pt's pain returned [with] mild tenderness on left side". A computed tomography (CT) scan was order by the physician, but the "[pt] never went to have [the] CT performed" as she went to her primary care physician (pcp). Her pcp prescribed doxycycline which relieved her pain.

Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).